Event description:
The customer contacted baxter's technical service center to report erased therapy programming on a homechoice (hc) machine during use. The patient was not connected. The home patient (hp) stated that she is out of town and the hc erased all the programming. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of customer reported erased therapy programming on a homechoice (hc) machine. An event history log review revealed that the device logs were erased, confirming the reported issue. Internal inspection revealed no issues. The assignable cause of the reported issue is determined to be intermittent operation of the digital printed circuit board (pcb) assembly. Baxter will continue to monitor similar reports to determine if further actions are required.